Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose was 200 mg/dl. The customer states dropped the pump into the hot tube and received critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to discontinue use of the pump and recommended to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump was received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the keypad traces, battery tube, vibrator or keypad dome switches noted.